Manufacturer narrative:
Concomitant medical products: 305c221 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the right atrial (ra) lead exhibited high thresholds, noise and no capture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.